Event description:
8:45 am - intra aortic balloon pump alarmed to check catheter. Iabp run time was 12 hrs. Prior to iabp balloon rupture, pt was maximized on dopamine and izophed IV, augmented pressures at 100mmhg. After rupture, systolic pressure was 50 mmhg. Neo and dobutamine were maximized and epi was started. Systolic pressure remained 50 to 70 mmhg. 1:30 pm - pt expired.